Event description:
It was reported via clinic note referral form that the patient was referred for generator replacement due to "very frequent seizures, at least daily". Information was received that per the patient's nurse, the patient has not had an increase in seizures, and that the patient having daily seizures is her baseline. Rather the patient is having a change in seizure type. It was reported that the exact cause of the change in seizures is unknown, and per the nurse and physician could be related to the battery depleting however they cannot confirm if that's the reason. It was also reported that the nurse believes the generator battery depleted too quickly, explaining the patient's previous devices lasted longer with the same settings. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Manufacturer narrative:
Section f10. Event problem cds, patient code; corrected data: code 2063 inadvertently not coded on initial MDR.

Event description:
Information was received that the patient was reportedly having an increase in seizures thought to be associated with the patient's dead generator battery. The patient's generator was explanted and replaced stated to be due to "prophylactic" replacement, and the generator battery has been discarded and thus not received into analysis to date. No additional relevant information has been received to date.